Event description:
A customer reported to beckman coulter that the beckman coulter au680 clinical chemistry analyzer generated erroneously elevated ion-selective electrode (ise) result. The result was reported out of the laboratory, but the customer stated that there was no change to patient treatment. The customer did not provide the patient result. The customer stated that quality control performed before and after the event produced elevated results. The customer stopped using the analyzer prior to calling for service. Beckman coulter field service engineer (fse) visited the customer's site and confirmed that the analyzer generated elevated results but repeat testing produced results within the ranges. The fse noted corrosion damage to the buffer valves' connection which could have very well caused the intermittent erroneous results, and replaced the buffer valves. The fse verified system performance by running calibrations and quality control, and obtained results within specifications. The fse had also stated that upon follow-up, the customer did not report or document any further issues and the system is operational.